Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: at the building of the stomach tube the tristaple magazine could not be opened anymore after firing. But the pull-back-bar of the gia universal handle could be removed. A new handle was used with a new tristaple magazine. The jaws did not open. The second handle was loaded with a third magazine, which functioned properly to resect the sulus.